Event description:
It was reported that during a procedure the ultrasonic scalpel stopped working and would not coagulate. The device was replaced with another scalpel and the procedure was successfully completed. No patient injury was reported.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation so a root cause could not be determined. Eight attempts were made to get additional information such as the release of the device or pictures of the device. No additional information was provided. The device could not have been coagulating correctly due to generator settings and/or power levels during clinical use. Ascent's instructions for use state: "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and the resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." The reported event is not occurring more frequently or with greater severity than is usual for the device.